Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency treatment procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to an adjoining room. A philips field service engineer (fse) visited the system onsite and confirmed the reported problem. After reviewing the log file, the system did not detect the smart drive for height and the lateral smart drive after the test. Upon troubleshooting, the 75v and 24v outputs from the power supply showed both were off, caused by the defective lateral smart drive. To resolve the problem, fse replaced the amc drive, reinstalled its software. After replacing the amc drive, the system was restored to normal working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry was partially available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.